Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. All of the seal plugs were intact and all of the set screws operated normally. Lead seal marks in the header ports indciated that all leads were fully inserted. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this device was explanted for an unspecified product performance issue. A request for additional information has been made. The device has been returned for analysis. Subsequently, boston scientific received information from the local representative that the device had detected a low voltage alert (code#1003) and triggered elective replacement indicator (eri).